Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported entrapment of the device/ difficulty to remove and retraction problem are confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to user error and the treatments appear to be related to procedure circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It should be noted that the starclose se instructions for use states, if resistance is met upon removal of the device, follow the steps below to remove the device: locate the two access ports on the lateral and medial sides of the device approximate to the location of the product logo. Insert the distal end of the dilator into the access ports, one at a time, to release the locking mechanism on the thumb advancer. An audible "click" should be heard. Check that the number "3" exits the number window completely and the thumb advancer is freed from the locked position. Repeat the above steps if necessary. Retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the locator wings.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after a diagnostic superior mesenteric artery and inferior mesenteric procedure. Reportedly, the clip was deployed and the starclose se became stuck in the vessel. The safety release button was used instead of the access ports to remove the device. The starclose se was not able to be removed. A cutdown, widening the access site, was used to remove the starclose se device and achieve hemostasis. Hospitalization was prolonged and general anesthesia was given. There was a reported clinically significant delay in the procedure and therapy. No additional information was provided.